Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged inaccuracy during a CT to fluoro case. The case was from l2 to l5, with eight screws in the plan. Registration showed l2 as yellow, but the site did not visually see a shift. L3, l4, and l5, were green. The first screw was on l2 on the left, and the dilator was drastically lateral and deep in the plan and anatomy. The instrument was also drastically lateral and deep. They moved to l3 to check to see if the accuracy was better, but it was also off by the same amount there. The deepness was about 1 cm into the bone. The passive planar probe showed to not be in the divot, so the site took a new snapshot. The patient was bigger, and the case was minimally invasive, so accuracy on the bone could not be verified. The surgeon attempted to check accuracy on the transverse process, but couldn't tell if they were lateral or medial. The site performed a re-registration, and every vertebrae showed red, except for l2, which was yellow. There were no cages or changes in the anatomy since the patient had the CT scan. After re-registration, the instrument showed to be as lateral and deep as before. After re-segmentation, all of the values were green. However, the values being green still showed the dilator as lateral and deep in the anatomy. The manufacturer representative verified this inaccuracy using several different instruments, including different trackers. The guidance system was aborted. Trajectories were deviated between 3.5 and 10mm, no screws were instrumented this was just on navigation. The case was completed freehand. After the case, the representative ran a stress test and the system failed. The delay was about 1 hour. There was no patient harm reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: asm0206, serial/lot #: (B)(6). A4: patient weight was not available. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. B01, c19, d14 are applicable to the system checkout. The exports/logs were returned for clinical analysis. The analysis determined that the root cause of the navigation inaccuracy experienced in the operating room was due to the snapshot tracker diverging or loose attachment to the arm, resulting in lateral misalignment of the navigation. B01, c07, d02 are applicable to the clinical analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) section a4) select patient information was unavailable from the site. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.